Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The biomed reported to baxter customer service there was no patient injury or medical intervention and they have no record of any patient incident involving the pump since the last baxter service event. The biomed stated the failure did not occur during patient use. Information was requested by baxter customer service but details were not available regarding patient status, age of patient, medicaion involved, tubing product code, infusion rate or the set up of the infusion device.